Event description:
It was reported that the device was used during a laparoscopic cholycystectomy procedure. It was reported by the rep that the gasket on the (1) 355dh fell off during the case and another one was opened and used to finish the case. The gasket on (1) 512dh leaked throughout the procedure to the point that a 512sd needed to be used to finish the case. The gasket on the 1 seal tore and another was used to finish the case. There was no consequence to the pt.